Manufacturer narrative:
As reported, about 21 days post-implant of the ventralex st mesh, the patient was diagnosed with an infection and subsequent wound dehiscence. The patient was treated with antibiotics. Based on the information obtained, no conclusion can be made. Review of manufacturing records shows product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in april, 2021. Infection is a known inherent risk of the surgery/usage of the device and it is identified as a possible complication in the adverse reactions section of the instructions-for-use (IFU) supplied with the device. In regards to infection, the warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection may require removal of the prosthesis." Not returned - remains implanted.

Event description:
As reported, during a herniotomy with mesh augmentation procedure on (B)(6) 2022, the patient was implanted with a bard/davol ventralex st mesh using sublay technique. It was reported that on (B)(6) 2022, the patient was diagnosed with infection and was prescribed clindamycin 600mg 3x tgl and penicillin 1.5 mega 3x tgl for 10 days. As reported on (B)(6) 2022, the patient had miracle opening (wound dehiscence) and the blood profile identifies crp elevated and no leukocytosis. As reported as of (B)(6) 2022 the patient has no complaints, and the wound condition was reported as non-irritant.